Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, declined r-wave amplitude was observed. The transmission also revealed t-wave oversensing in the ventricular sense test fragment egms. Programming changes were recommended. No further information is available.

Event description:
New information received states the patient revisited the clinic for a normal follow-up after a recent remote transmission revealed t-wave oversensing was still present. The previous recommended programming changes were made.